Manufacturer narrative:
(B)(4). The rt340 is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the complaint rt340 breathing circuit was returned to fisher & paykel healthcare (B)(4) for evaluation. The electrical resistance of heater wire on the inspiratory and expiratory limbs was tested using a multimeter. Results: visual inspection revealed that no damage was observed on the returned devices. The heater wire resistance of the inspiratory limb was found to be open circuit, while the heater wire resistance of the expiratory limb was found to be within specification. A lot check was not performed as no lot number was provided. Conclusion: electrical open circuits in heater wires can be associated with insufficient connection with the heater wire pin during production, such that it is unable to provide continuity for the full period of use. Resistance tests and visual inspections are performed on all breathing circuits during production and those that fail are rejected. This suggests that the heater wire became open circuit post production, possibly as a result of a weak crimp connection. (B)(4).

Event description:
A hospital in (B)(6) reported via a fph product specialist that the humidifier alarmed when used with an rt340 adult breathing circuit and the alarm stopped when the circuit was changed. The hospital mentioned the possibility of open circuit. This was found prior to patient use.